Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system experienced a pocket infection. The crt-d was explanted. However, the right atrial (ra) and right ventricular (rv) leads, and the non-boston scientific left bundle branch area pacing (lbbap) lead, remain implanted until a laser lead extraction procedure can be performed. No additional adverse patient effects were reported. The patient remains hospitalized pending the lead extraction procedure.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system experienced a pocket infection. The crt-d was explanted. However, the right atrial (ra) and right ventricular (rv) leads, and the non-boston scientific left bundle branch area pacing (lbbap) lead, remain implanted until a laser lead extraction procedure can be performed. No additional adverse patient effects were reported. The patient remains hospitalized pending the lead extraction procedure. Additional information was received from the hospital confirming the two boston scientific leads and two competitor's leads (one active and one previously abandoned) were successfully extracted during the laser lead extraction procedure. No additional adverse patient effects were reported. The explanted leads were not intended to be returned.